Event description:
It was reported that since pump replacement in 2007, the pt has had chronic spinal headaches. The implanting hcp performed 2 or 3 blood patches prior to relocating, but the pt's symptoms have not improved. The new hcp will not address the pt's headaches. The MFR's rep gave the pt the new phone number for the previous physician and recommended to the pt that they ask if the physician can resume the pt's care.